Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on both the atrial and rv channel was observed. The possibility of the leads rubbing against each other was suspected. Lead provocation testing and pocket manipulations to see if the noise can be reproduced were suggested. The physician decided to monitor the patient with remote care only. The patient condition is good.